Manufacturer narrative:
The customer's complaint history was reviewed, this is the first event reported regarding this issue for this facility. The device history records were not reviewed as the lot number was not provided. Three samples were returned for analysis and evaluation. The evaluation states that the samples are polypropylene and paper. Root cause could not be determined as insufficient lot information was provided. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4).

Event description:
Adverse event(s): "fiber in the eye"(foreign body in patient). Product problem(s): "foreign material"(foreign material present in device). The customer reported fiber was found in the eye of a patient on the post-operative visit. An additional procedure is planned to remove the fiber. Additional follow-up information has been requested.